Manufacturer narrative:
Concomitant medical products: dtpc2d4 crt-d implanted (B)(6) 2021; 6947m55 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after a syncopal episode. Capture could not be confirmed on the left ventricular (lv) lead. The last measured threshold was noted to be above programmed output. The lead remains in use. No further patient complications have been reported as a result of this event.